Event description:
It was reported through clinic notes that were received on (B)(6) 2012 and dated (B)(6) 2012, that the patient has a cardiac conduction problem that runs in her side of the family. The name of the cardiac disorder is currently unknown. While it appears that this issue is hereditary in nature, the physician indicated that he wanted to obtain more information on the issue so that he could ensure that the patient's medication and vns therapy would not affect the condition. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
.